Event description:
It was observed that during the device evaluation, the colonovideoscope had error code 216 (scope communication error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction error code 216 (scope communication error) was traced to liquid invasion at the light guide plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.